Event description:
Feedback reported (B)(6) 2026: clinical specialist arrived at pump 8975 home for weekly pump data download. Patient stated she has been leaking from the pump pocket incision. She admitted she lifted a heavy wheelchair last week and caused pump pocket wound to open slightly. Assessment of the pocket showed a dime sized opening with the bladder catheter exposed. No signs of infection noted. Patient with very thin skin. Patient admitted to hospital (B)(6) 2026 for IV antibiotics and possible explant procedure. Explanted on (B)(6) 2026.